Event description:
Boston scientific received information that this competitor device and right ventricular (rv) lead system exhibited high, out of range (oor) pacing impedance measurement of greater than 2,000 ohms. Boston scientific technical services (ts) discussed to check any stored episodes with noise and to run isometrics. However, no additional information received from the field representative; thus the cause was not conclusively determined and no intervention made as of this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.